Event description:
Reference number (B)(4). Event occurred in spain. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On 17-jul-2024, reported that patient faced infusion set box was completely broken and it affected to some infusion set. Infusion set box is misshaped and packaging is broken. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.